Event description:
It was reported vessel perforation occurred. A left atrial appendage (laa) closure procedure was being performed. Right groin vein access was obtained. A watchman fxd double curve access system (was) with versacross connect radiofrequency (rf) wire and dilator were inserted and advanced to the left atrium after transseptal puncture (tsp) was performed. A 35mm watchman flx pro delivery system and closure device (wds) was inserted and implanted. A non-boston scientific (bsc) vascular closure device was used and immediately abnormal, pulsatile bleeding at the right groin access was noted. Arterial access was gained on the left (contralateral) groin and a coronary balloon was deployed to stop bleeding. The exact location of the right groin artery where there was a suspected perforation is not known. The procedure was concluded and the patient is fully recovered. The physician determined that the artery was "nicked" when gaining right groin vein access during the procedure. No additional complications were noted. The patient has been discharged. In the physicians opinion, it was the vascular access needle would have been the device that may have "nicked" the artery, as the event occurred during groin access obtainment.